Event description:
It was reported that the user experienced no glucose readings on the ilet bionic pancreas due to intermittent communication between a dexcom g7 continuous glucose monitor (cgm) sensor and the system, and the agent had the user toggle the sensor settings, after which sensor pairing was completed; the issue aligned with a communication failure related to the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected devices consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.